Event description:
It was reported that the patient was burned.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient burn. Probable root cause: manufacturing defect (grease application). High friction due to components interaction. Surface not smooth. Poor/lack of suction. Clogged shaver blade preventing fluid suction and cooling. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.